Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system needle was difficult to disengage during use. The following information was provided by the initial reporter, translated from chinese: "the head nurse reported that a blunt needle was found during the use of the product, and it was difficult to withdraw the needle core.".

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 25-aug-2023 h.6. Investigation summary: a device history review was conducted for lot number 3013883. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, 11 samples were returned to aid in our investigation. Functional testing was performed on the devices for needle penetration and needle retraction, the results of these show that the tested units were free of any abnormalities and display performance consistent with product specifications. Based on these results our engineers were not able to determine the root cause for this event. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system needle was difficult to disengage during use. The following information was provided by the initial reporter, translated from chinese: "the head nurse reported that a blunt needle was found during the use of the product, and it was difficult to withdraw the needle core."

Manufacturer narrative:
H3: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.